Event description:
The event involved a 94" (239 cm), approximately 7.0 ml, 10-drop blood set with a 200-micron filter, dual check valve, clave, and luer lock. It was reported that blood was leaking from a cracked blue neutron valve on the blood tubing. The infusion was immediately stopped, the mrhp was notified, and approximately 2 ml of blood was infused. There was patient involvement; however, no serious harm was associated.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. The investigation is pending.